Event description:
Device 1 of 2. Reference manufacturer reports: 1627487-2010-03984 and 1627487-2010-03955. The patient was implanted on (B)(6) 2010 with two surgical leads (from two separate lots) in the cervical spine (off-label). The patient's ipg was implanted on (B)(6) 2010. It was reported that the patient's pain relief had diminished and that his pain pattern had changed. The patient was reprogrammed on numerous occasions without resolution of the issue. The ipg was explanted due to discomfort at the ipg site, but the patient decided to keep the leads implanted. Follow up on the patient found that he does not want to undergo surgery to have the leads explanted. No further information is available.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.